Event description:
Boston scientific received information that the patient underwent a trans-catheter aortic valve implant procedure to repair the valve. One week later, a pericardial effusion was discovered. The right ventricular lead would not pace at max outputs in unipolar. Bipolar threshold measurements increased from 1.5 to 2.0 volts. A pericardial drain was placed and a lead revision was performed successfully. The lead remains in service. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.